Event description:
Rptr indicated the pt was experiencing pain at both the chest and neck incision sites. It was reported that the chest area was red and warm to the touch and that the neck area was "knotty" in appearance. The pt reported a temp of 99-101 f degrees over the past few days. Pt also complained of feeling tired, weak and lethargic. The pt reported that the pt had contacted the pt's neurologist who couldn't see the pt's for several weeks. The pt was evaluated in the emergency room at which time an infection was diagnosed. It was reported that the abscess in the pt's chest area had ruptured. The pt reported that the generator was eventually explanted as a result of the infection. The pt has since contacted the MFR on numerous occasions to report various other health problems. Numerous attempts have been made to obtain additional info from pt's physicians with no repsponse to date.